Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the router broke while turning a flap. It was also reported that the patient's skull was abnormally thick in the parietal bone area, it was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. Investigation results concluded the router failed distal to the minor shank diameter. It was reported that the skull of the patient was abnormally thick. This could have resulted in the flute geometry of the router being fully engaged and not able to address the full thickness required to cut. Additional excessive force may have been applied to the router which may not be consistent with the forces exposed during normal use conditions. A review of the router label 5407-fa2-701 rev a has a symbol which states according to the expanded content label 0036-725-000 rev b the following; "do not use excessive force." The risk of this event is within that quoted in the risk management file.

Event description:
It was reported that during a craniotomy procedure, the router broke while turning a flap. It was also reported that the patient¿s skull was abnormally thick in the parietal bone area, it was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.